Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history record (DHR) reviews were not possible. The unused fms cassette in the tray was visually inspected. Two black paper clamps were observed on the administration line near the cassette and tubing insert. No defect was observed in the tubing between the two clamps. Both irrigation and aspiration luers were intact. The sample was tested using a console with a current version of software. The sample was recognized and primed successfully. The maximum vacuum, as well as the irrigation and aspiration flow rates were within specification. No leakage was detected and no damage was observed on the fittings. The sample functioned per specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an occlusion bell sounded during a cataract procedure. The cassette, tip and handpiece were replaced and the procedure was completed without harm to the patient. Additional information and a product sample have been requested.